Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of rash and hypersensitivity and pain are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the patient had a xience stent implanted in (B)(6) 2025. Since the date of implant, the patient has suffered from pleuritic pain upon deep inhale and has been generally unwell. Per the treating physician, an allergic reaction was suspected. No additional information was provided.